Event description:
It was reported that "a week after surgery, the patient went back to the doctor for a checkup and the doctor found the forward cup still on the patient's cervix. The cup was immediately removed."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.